Event description:
Account alleged that they cannot unlock one wheel on the bed. No patient impact.

Manufacturer narrative:
The account replaced the brake caster to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.